Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was stuck. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station¿s drawer 3.2 pocket a4 was failed, and it was unable to release the cubie. The field service engineer (fse) had identified an issue with drawer 3.2, which produced three clicking sounds upon opening and failed to register the open state. To address the malfunction, the fse replaced the pyxis module controller. After the replacement, the drawer¿s functionality was restored and confirmed to be operating as intended. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, its drawer was stuck. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.